Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported failed low flow rate testing. The pump was flow tested with passing results, and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during flow rate testing in the biomedical service area. The device was programmed to infuse at a rate of 40ml/hr over a period of 60 minutes using a 1000ml bag of solution, the failure rate was not reported. There was no patient involvement. No additional information is available.